Event description:
The customer reported to olympus that when using an evis lusera colonovideoscope, the angle knob had a pinhole creating air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (angle knob had a pinhole creating air/water leakage) was confirmed due to a crack on the up/down knob, there was water leakage. In addition , as stated in section b5, foreign objects in the nozzle was found. This condition was attributed due to insufficient cleaning, handling problems. Furthermore, the following findings were identified during evaluation : the water removal ability did not meet the standard value, the bending angle in the up direction and the play of up/down did not meet standard value, the adhesive on the bending section cover had a white-clouded area, the universal cord had a wrinkle, switch 1 and switch 2 had scratches, the protector of the universal cord on the scope connector side had a scratch, the pain on the suction cylinder was peeled, the color ring had a crack, the objective lens had a scratch, the plastic distal end cover was dirty, and the image had white dots. Additional information received: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button¿: ¿1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed¿. Olympus will continue to monitor field performance for this device.